Event description:
This x-ray system was getting fluoro errors (possible generator or fluoro tube problem) while the pt was on the table.

Manufacturer narrative:
Conclusion: the investigation found a faulty converter board. Trending analysis shows there is no increasing replacement rate. Therefore, there is no required mandatory field action.